Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v818127, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the doctor made a comment that the lead was corroded. They asked the rep to look at it and take a picture of the lead, but the rep didn't necessarily see the corrosion. The cause was unknown. The lead and extension were reconnected which seemed to have solved the impedance issues. The impedances were on the patient¿s right sided dbs system. During exploratory surgery the doctor had noticed the lead corrosion. The issue was resolved at the time of the report.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v818127, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor claimed the lead was eroded, but the rep couldn't see the lead erosion. The surgery to resolve the issue was said to have improved some impedances, but made a few slightly worse. There were no further complications reported.